Event description:
The customer contacted the customer technical advocate (cta) and reported that the celldyn 3700 sl analyzer generated a platelet result of 654,000/ul which was questioned by the physician. The sample was repeated on an alternate celldyn 3700 sl analyzer and the result was 17,000/ul. A slide review was performed which confirmed the result of 17,000/ul. There was no impact to patient management.

Manufacturer narrative:
The customer stated that platelet backgrounds were in range prior to running the sample. After the patient sample was questioned, a platelet background was run in both the open and the closed modes, and was found to be out of range high. Field service was sent to the account, and observed the shear valve was not moving smoothly. The shear valve driver assembly was replaced. The peristaltic pump tubing (ppt) was also replaced as a precaution. The celldyn system 3700 operator's manual (06h89-01, rev e, section 10 indicates: ppt may be probable cause of plt background issue (page 10-40) and shear valve movement may be a probable cause of imprecise/inaccurate results) pages 10-56/57). In addition the complaint analysis and trending system (cats) was reviewed, and no adverse trends were identified. This is the final report.